Event description:
It was reported by the patient that one of their leads "wasn't properly positioned" at implant and "was shorting out." The patient stated that they received a shock every time the lead paced and the lead was turned off. Attempts to obtain additional information were unsuccessful. No further patient complications have been reported as a result of this event.